Event description:
Resident was placed in the shower chair, when the seat of the chair came off. Resident fell through the bottom of the chair and became wedged in the opening; she did not hit the floor, but serious injury could have occurred. -bolts on the seat appear to have been sheared.